Event description:
The patient was injected in CT using the power injector through a power loc safety infusion set and the dead end cap came off during the injection and leaked contrast all over. The patient had to have a 20g IV placed in order to reinject and complete the exam. This device was not placed by the radiology department, so they are not able to provide the specific lot #. I am attaching a copy of the packaging for the type of power loc set that was placed, however.